Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this patient's existing implantable cardioverter defibrillator (ICD) delivered inappropriate shocks due to oversensing. Further review noted this right ventricular (rv) lead had increased shock impedances and decreased pace impedances. The shock impedances rose from 45 ohms to greater than 125 ohms. The pace impedances decreased from 750 ohms to 571 ohms. Boston scientific technical services (ts) discussed troubleshooting and probable causes. Noise was suspected, however, it could not be reproduced with isometrics or pocket manipulation. A lead anomaly was suspected by the physician. However, no abnormalities were noted during the chest x-ray that was performed to confirm lead placement. At this time, the ICD was explanted and this rv lead was extracted. No additional adverse patient effects were reported.